Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was suspected to exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis showed the device battery was function as expected. There has been an increase in power consumption due to the device battery current setting. The device remains implant and in service at this time. No adverse patient effects were reported.